Event description:
It was reported that, "(B)(6) 2008 the pt received a letter from his surgeon stating that the trident hemispherical shell had been recalled (B)(6) 2008. At that time the pt was experiencing no adverse issues with his implant. The pt began experiencing pain approximately (B)(6) 2010. Now the pt is having great difficulty and pain with his hip. On his bad days he can barely make it up and down steps and avoids it if possible. He has been trying to avoid excessive walking and he can no longer function as he was accustomed to."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.